Manufacturer narrative:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the device showed an ECG (electrocardiogram) malfunction. The rse evaluated the device remotely and determined that the customer performed the operational check without disconnecting the ECG lead wire, resulting in an ECG malfunction. After re-running the self-test without the ECG lead wire connected, the device was returned to full functionality. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported issue was determined to be caused by the user error. The reported problem is confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. After re-performing the self-test without the ECG lead wire connected, the device was fully functional. It has been concluded that no further action is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened for reassessment.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ defibrillator exhibited a ECG (electrocardiogram) device malfunction. There was no reported patient involvement.